Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice cassette leaked. The leak was observed between the connection of the physioneal bag and the cassette. This occurred during setup of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6 and h10. H10: the device was received for evaluation. A visual inspection with the naked eye was performed with no issues noted. Functional testing including under water pressure testing was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.